Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia') and pelvic pain ('severe pelvic pain/ pain'). In a 35-year-old female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "patient did not undergo essure confirmation test". On 2003, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia"), 1 year 4 months after insertion of essure (ess205). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), skin disorder ("skin breakdown") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced nausea ("nausea"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and depression ("depression"). The patient was treated with antibiotics, diphenhydramine, paracetamol (acetaminophen) and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, nausea, hypersensitivity, dyspareunia, menstrual disorder, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals, skin disorder, anxiety, migraine, headache, alopecia and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she underwent not specified treatment, due to complications from the essure device. Plaintiff received treatment for bleeding. Concerning the injuries reported in this case, the following one/ones were reported via medical record: confirming events: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') and pelvic pain ('severe pelvic pain/ pain') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included grand multiparity. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia"), 1 year 4 months after insertion of essure (ess205). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), skin disorder ("skin breakdown") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced nausea ("nausea"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and depression ("depression"). The patient was treated with antibiotics, diphenhydramine, paracetamol (acetaminophen) and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the heavy menstrual bleeding, pelvic pain, nausea, hypersensitivity, dyspareunia, menstrual disorder, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals, skin disorder, anxiety, migraine, headache, alopecia and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dyspareunia, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, nausea, pelvic pain, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she underwent not specified treatment due to complications from the essure device. Plaintiff received treatment for bleeding. No. Of coils: adequate placement was documented with 4 rings on right side and 6 on left side. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and pelvic pain ('severe pelvic pain/ pain') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test." On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia"), 1 year 4 months after insertion of essure (ess205). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), skin disorder ("skin breakdown") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced nausea ("nausea"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and depression ("depression"). The patient was treated with antibiotics, diphenhydramine, paracetamol (acetaminophen) and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, nausea, hypersensitivity, dyspareunia, menstrual disorder, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals, skin disorder, anxiety, migraine, headache, alopecia and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, cystitis, depression, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she underwent not specified treatment due to complications from the essure device. Plaintiff received treatment for bleeding. . Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: pfs received: event depression added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("severe pelvic pain/ pain") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2005, 1 year 4 months after insertion of essure (ess205), the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced cystitis ("bladder infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy"), skin disorder ("skin breakdown") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced nausea ("nausea"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with antibiotics, paracetamol (acetaminophen), diphenhydramine and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, nausea, hypersensitivity, dyspareunia, menstrual disorder, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals, skin disorder, anxiety, migraine, headache, alopecia and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, cystitis, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, skin disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she underwent not specified treatment due to complications from the essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added- hair loss, lower back pain. Events onset date added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.